Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that after 5 months dental implant was installed in intraoral region 5#, its non-osseointegration was observed. No further information was provided.